Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose in the 400's mg/dl due to a bent cannula. The customer indicated that they changed their set and treated with the pump and was fine. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.